Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and the distal conductor was distorted. It was noted that the inner insulation was kinked/buckled, there was blood in/on the helix/lobe mechanism, the lead appeared damage at implant and the lead was stretched. Lab personnel also noted that the lead was received with the helix fully retracted. When the helix was retracted during the procedure, the is-1 was turned an excessive number of times, resulting in distortion of the distal conductor within the connector.

Event description:
It was reported that during the implant, it was not possible to fixate the lead into the atrium as there was a problem with the helix mechanism. The lead was attempted, but not implanted and a new lead was used. No patient complications have been reported as a result of this event.